Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed.results will be provided on the next report.

Event description:
Reportedly, on 8-january-2026, the cpr4 head is unusable to interrogate.

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event. When the telemetry head is used for interrogate, a communication error occurred. Investigation of the internal components did not reveal any signs of oxydation or damage. After reassembling the telemetry head, it finally works normally. The most probable hypothesis is that a momentary micro-dislodgement of an internal components caused the reported event. This type of micro-dislodgement can be caused by a fall on the ground (confirmed by the presence of cracks on the white case of the telemetry head). No general malfunction is suspected with the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2026, the cpr4 head is unusable to interrogate.